Event description:
Customer reports, "feeding tube and chest x-ray revealed pneumothorax of the left lung. 40 minutes after the feeding tube was placed, the pt arrested and died. Autopsy revealed tear in the left lower lung; however, this was not determined to be the cause of death."